Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 458 mg/dl and an insulin injection was used to address the bg level. During a system check with tandem technical support, very little insulin was observed exiting the infusion set tubing. The customer indicated that the infusion set would be changed. The customer was to continue to use the pump to manage diabetes.